Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was also noted that the device exhibited a telemetry anomaly.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that during a routine device change out procedure, the device was exposed to electrocautery which resulted in inhibition of pacing. External pacing was performed and the patient was fine. The pulse generator was explanted and replaced.